Event description:
It was reported that, "revised bumper on (B)(6) 2010. Surgeon did not want to revise bushings at that time. Patient was walking recently and her knee gave out. Did revision today and exchanged the bushings, axle and bumper."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: krh duration standard bumper, cat# 6485-4-100, lot# lptb856. Krh standard axle, cat# 6475-3-940, lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the event.